Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional provided clarification of the event, reporting that the symptoms occurred on the patient's upper and lower lips. Healthcare professional stated that the patient had severe pain and swollen lips. Healthcare professional treated the patient with valtrex and keflex two days after symptoms occurred. Patient's symptoms resolved about 3 weeks after treatment.

Manufacturer narrative:
Medwatch sent to FDA on 5/9/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of a "rash" described as an "allergic reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings: injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details." "Adverse events: the most common injection-site responses for juvéderm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." "Clinical evaluation of juvéderm ultra xc for lip augmentation. In a randomized, controlled clinical trial to evaluate the safety and effectiveness of juvéderm ultra xc for lip augmentation, 213 subjects were randomized to treatment and received injections in the lips and perioral area (n = 157), or to delayed-treatment control, and had treatment delayed 3 months (n = 56). Injection site responses (isrs) reported by > 5% of the 193 subjects who completed post-treatment diary forms after initial treatment are summarized in table 5. The majority of isrs were mild or moderate in intensity, and their duration was short lasting (14 days or less). Isrs reported after touch-up treatment and repeat treatment were similar to those reported after initial treatment. Isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment." "Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, necrosis, infection, migration, paresthesia, dry skin, abscess, headache, malaise, flulike symptoms, vision abnormalities, scarring, nausea, drainage, dyspnea, syncope, dizziness, anxiety, granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: oral or injectable antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress."

Event description:
Healthcare professional reported that three days after injection in the lips with one syringe of juvederm ultra xc, the experienced a "rash" on their lips, which the healthcare professional described as an "allergic reaction." Healthcare professional prescribed the patient antibiotics on the same day that the adverse event occurred. Symptoms are ongoing.